Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04881, 3006705815-2019-04883. It was reported the patient lost therapy due to high impedances. Surgical intervention may take place at a later date.

Event description:
Additional information indicates the lead was previously reported on manufacturer report number 3006705815-2019-00956.